Event description:
The user reported that the external coil was sitting too close to the behind-the-ear processor and would like the placement revised. The user has not been programmed for a year. Reportedly, the recipient was an excellent user prior, but has not taken care of the equipment and gone too long between fittings. Revision surgery was performed on (B)(6) 2020. The intention was to revise the position of the device. However, upon surgery it was confirmed that the device had slid anteriorly toward the ear and slightly into the mastoid defect. The recipient was re-implanted.